Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy two ar-3636 anchors got knotted and broken. An apollo ar-9811 had to be opened to burn off the threads. Only two of the six anchors worked. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update dw: 22-feb-2024: further information were provided that in total two anchors failed. It was further reported that the suture omega was already inside the glenoid and the surgeon was unable to pull the sutures out. The surgeon decided to burn the suture endings. The rest of the sutures remained inside the patient without function.

Manufacturer narrative:
Additional information: g3, h3, h6. Arthrex concluded that the cause of the reported failure was user error due to improper surgical technique, based on the provided information, including the device (if available and returned), pictures, videos, event descriptions, and any additional field information. The complaint allegation was not confirmed. The device was not received for evaluation, and the customer¿s attached picture does not provide evidence of the failure.